Event description:
Repeated equipment malfunction. Unit/system intermittently locks up. Unable to move table or acquire images until the system is completely shut down and rebooted. This process takes approximately 15 minutes-resulting in delay in the completion of the uro case.